Event description:
A website message was received from a user facility with information about a patient falling off of a surgical table. A patient's right leg was in a traction boot and the left leg was positioned in a stirrup. Additionally, it was described that the patient's right arm was secured with a strap across their chest. The patient reportedly rolled off the right side of the table and onto the floor. This happened when both the nurse and the doctor were turned away from the patient. Preparing other equipment. Information regarding possible injuries to the patient were not released and currently unknown.